Manufacturer narrative:
Full e1 name and address: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the plastic distal end cover was burned/melted. Image blackout occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. 1. The image was flickering (image occasionally flickers) probable cause is: olympus presumed that either foreign matter became trapped between the electrical contact points of the electrical connector and the electrical contact points of the system, or that temporary contact failure due to water ingress prevented the image signal from being transmitted properly. 2. The image was dark / image blackout, probable cause is: olympus presumed that external stress was applied, which may have resulted in damage to the light guide (lg) bundle, causing the incident. 3. Plastic distal end (c) cover burn, probable cause is: although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope image flickered and appeared dark. The event occurred during reprocessing. There were no reports of patient involvement.